Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that she was unable to complete an infusion set change because her insulin pump was not rewinding. The customer stated her blood glucose was 500 mg/dl. She stated the high blood glucose was from her infusion set falling off in the middle of the night. It was also found the customer had taken 2 units of insulin by manual injection to treat her blood glucose. Customer stated her blood glucose had rose to 600 mg/dl. The customer was then advised to not give herself 50 units of insulin. The emergency medical services was called for the customer as she did not have anymore insulin to treat her blood glucose. No additional information provided.